Event description:
While preforming an egd on this patient treatment of esophageal varices was warranted. Upon using the smart band multi-band ligation kit made by intelligent endoscopy we placed 1 band and it did fine. However, we placed a second band with proper suction, just as it was supposed to be preformed. It looked really good and then right in front of us the band popped off of the varices. This happening had a potential to cause a massive gi bleed had we not noticed it when it happened, doctor was very upset. Device not saved. Operative note. Preoperative diagnosis: gi bleed. Postoperative diagnosis: esophageal varices (small, no stigmata of recent bleeding - banded x2, one came off); severe portal gastropathy. Procedure performed: egd. Complications: none. Estimated blood loss: less than 5 ml. Procedure findings: egd: with the patient properly sedated and in left lateral decubitus, the gastroscope was introduced through the mouth without difficulty. No visible abnormalities of the vocal cords and the oropharynx. The esophagus presented some scarring due to previous banding and 2 small varices - they were both banded but one band came off. There was a medium size hiatus hernia in retroflexion. The fundus, antrum and corpus presented diffuse and severe aspects of portal gastropathy. Normal bulb and second portion of the duodenum. Esophageal varices (small - banded x2, one came off); severe portal gastropathy. The latter could be responsible for microscopic bleeding. Management per gi team. Condition of patient: the patient was transferred in stable condition.